Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported a leak. The male luer lock adapter of the extension tubing set was connected distally to the female adapter of the pt's IV catheter. The female luer lock adapter of the extension set was connected proximally to an unspecified medication, at an unspecified rate. After an unspecified length of time, it was reported that the nurse attempted to flush the line with normal saline. At this time, the customer contact reported that an unspecified volume of solution leaked at the end of the extension tubing set closest to the pt at the wings. No specific details were provided. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No med interventions were required. No additional info was provided.